Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that blade was not true to size (surgeon made incision and noticed the incision was not as large as it should be and had to make incision larger) during cataract surgery with intraocular lens implant. The surgeon had to increase the size of the initial incision and completed the surgery. There was no patient impact. This is the second of two reports received from the same initial reporter and this report pertains to event related non-company blade involved in reported events.

Manufacturer narrative:
Additional information provided in h.6. And h.11. Product evaluation was not able to be performed since the reported product was not received at the investigation site for evaluation. Investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The root cause of the customer's complaint could not be established as a product has not been received, and the condition of the product could not be verified. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. No further investigative or manufacturing actions are warranted at this time as a product has not been received, and the condition of the product could not be verified. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Procedures are in place to perform routine visual inspections on specific product size for all incoming components to ensure material integrity. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that blade was not true to size (surgeon made incision and noticed the incision was not as large as it should be and had to make incision larger) during cataract surgery with intraocular lens implant. The surgeon had to increase the size of the initial incision and completed the surgery. There was no patient impact.